Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported that on (B)(6) 2021, a 23mm sjm regent heart valve with flex cuff was chosen for procedure. The preoperative examination of the valve was normal. After the valve was sutured in and the patient was removed from cardiopulmonary bypass, it was discovered that the valve leaflets could not open and close normally. The patient was off of cardiopulmonary bypass (cpb) for 10 minutes before being placed back on in order to remove the valve. Another 23mm sjm regent heart valve with flex cuff was then successfully implanted. The patient remained hemodynamically stable throughout the procedure. The patient did not experience any problems or adverse events during or after the operation. The patient takes warfarin for antithrombotic therapy, and the patient's latest international normalized ratio (inr) was 2.0. This event did not cause prolonged hospitalization or recovery time for the patient. The patient was reported to have been discharged. No additional information was provided.

Manufacturer narrative:
An event of the leaflets not opening and closing normally was reported. Morphological and hydrodynamic examination indicated the valve met abbott specifications. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Hydrodynamic testing upon return to abbott and at the time of manufacturing indicated the valve functioned normally. This test ensures proper leaflet coaptation and hemodynamic performance. The cause of the reported event could not be conclusively determined.